Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The complaint device was received and evaluated. Visual observation revealed that the anchor and plastic inserter was missing and not included with the returned device. Additionally, the distal tip of the device was bent. The reported condition can be confirmed. There were no additional details provided regarding the preparation of the bone hole or the patient¿s bone condition. We cannot discern a root cause for this failure. Further, a review into the depuy synthes mitek complaints system revealed no other complaint for this lot of devices that were released to distribution. A definite root cause for this failure cannot be determined. At this point in time, based on the complaint rates for this failure, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that during an unspecified surgical procedure, it was observed that the micro qa+ #3/0 eth v-4 w/bit device came off just after insertion. There was no delay in the surgical procedure as an identical spare device was used to complete the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: the nonconformance search/query statement was inadvertently missed in the investigation summary section on the initial report. The updated investigation summary is as follows: investigation summary: the complaint device was received and evaluated. Visual observation revealed that the anchor and plastic inserter is missing and not included with the returned device. Additionally, the distal tip of the device is bent. The reported condition can be confirmed. There were no additional details provided regarding the preparation of the bone hole or the patient¿s bone condition. We cannot discern a root cause for this failure. Further, a review into the depuy synthes mitek complaints system revealed no other complaint for this lot of devices that were released to distribution. A definite root cause for this failure cannot be determined. At this point in time, based on the complaint rates for this failure, no further action is warranted. A non-conformance search was performed for this product code (212865), lot (165348r) combination and no non-conformances were identified. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. Device history lot : no nonconformances were identified for this part-lot number combination. If additional information should become available, a supplemental medwatch will be submitted accordingly. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.